Event description:
It was reported while using bd vacutainer® serum, one tube did not have a scale mark, resulting in the inability to identify the blood collection dose. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd did not receive any samples or photos for investigation. The complaint was analyzed for missing label content, as the customer reported that they could not find a fill line on the tube labeling. This product does not have a fill line on the labeling. Therefore, bd cannot confirm the complaint missing label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1, initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, one tube did not have a scale mark, resulting in the inability to identify the blood collection dose. No adverse impact was reported regarding the patient or user.